Manufacturer narrative:
This report is filed october 26, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site, clinical management is ongoing. The implanted device remains.